Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient went to the emergency room (ER) due to hypoglycemia and was unresponsive. The patients blood glucose levels dropped to 9 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. At the hospital, the patient placed on an intravenous therapy of fluids. The pod was removed and discarded at the hospital.